Event description:
Patient was placed on v60. Patient started to desat on way to elevator. Verified that o2 tank full, connected and turned on. V60 appeared to be functioning correctly prior to leaving room. Check completed by rrt. When we arrived at elevator on floor patient sat was dropping. After getting off elevator on floor and heading to ICU the bipap screen went black and shut off. Message displayed was, "vent inoperative" below that says "100a" then "data acquisition pcba adc reference failed." Once machine turned off patient taken off bipap and placed on nc from tank on bipap. Continued to room and new bipap obtained.